Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during a cataract extraction with intraocular lens (iol) implant procedure, the two cracks were found in the lens under the microscope. The intra ocular lens was cut off and removed and new lens was replaced same day. The were no adverse effects caused to the patient. No further information available.